Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance. The patient was undergoing surgery for treatment of a saccular, unruptured, right ophthalmic artery segment aneurysm with a max diameter of 11.72 mm and a 8.33 mm neck diameter. The landing zone was 3.82 mm distally and 4.12 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered at a 180 platelet reactivity units (pru) level. The angiographic result post procedure was normal. It was reported that the access system was a 6f115 intermediate catheter and phenom 27 that were advanced over a 0.14 neuro guidewire to the m2 segment of the middle cerebral artery. A ped-400-30 flow-diverting stent was advanced through the phenom 27 microcatheter. When the stent passed through the cavernous segment, the surgeon reported significant resistance; after appropriately reducing tension, the tip end of the flow-diverting stent was further advanced to the straight segment of m1. While maintaining forward pressure on the guidewire, the phenom 27 was withdrawn to deploy the tip end of the stent. After deploying approximately 5 mm of the stent tip end, the tip end of the stent did not open. Further deployment was performed with additional length and a certain amount of tension was applied. The mid-portion of the stent partially opened, but the tip end still failed to open adequately. The stent was then fully withdrawn, the intermediate catheter was advanced, and a second deployment attempt was made; however, the tip end still could not be fully opened. The stent was subsequently withdrawn as a whole into the internal carotid artery. Despite increasing and decre asing tension, the issue could not be resolved, and it was observed that the tip end might have a abnormal deformation. The ped stent and the phenom 27 were therefore removed together. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indic ated in the instructions for use (IFU). Ancillary devices include a 6f115 intermediate catheter and a 0.14 neuro guidewire.